Manufacturer narrative:
An event of strong resistance while implanting the valve was reported. The investigation confirmed that the returned valve met dimensional specifications for a 21 mm epic supra valve. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve was selected for implantation. During the procedure, while parachuting the device, there was strong resistance felt putting the device in the annulus of the patient. The device was removed from patient anatomy and replaced with a 17mm sjm masters series hemodynamic plus valve. It is thought that the resistance was caused by the annulus structure of the patient, and heavy calcification. The patient had mildly tortuous anatomy. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.